Manufacturer narrative:
Pr# (B)(4) on 16oct2018 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
It was reported via email: during procedure, the tip of one side jaw was broken which occurred on two devices out of four. The user purchased four devices in may and insisted that how they maintained the devices was the same but only two had been broken. No patient harm. Procedure being performed: unknown. On 18oct2018 additional information: 1. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? Instrument(1) with the broken tip: it was broken during surgery so the tip should have fallen into the patient¿s body and retrieved but how it was retrieved was unknown. Instrument(2) without the broken tip: the hospital noticed that a broken tip was missing during cleaning process and still has not yet returned. Since the hospital didn¿t mention after experiencing the instrument(1), we think it was broken after the surgery. 2. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Unknown 3. What was the patient¿s outcome? Unknown. 4. Was the procedure completed as planned? Yes. The surgeon used a replacement and completed the surgery as planned. On 26oct2018 additional information: yes, the instrument 2 was also used on a patient but not known when the tip was broken. No further information available.

Manufacturer narrative:
Follow up (B)(6): the samples were provided, and an evaluation was performed. The root cause is overstressing of the instrument. The returned instruments were physically evaluated. Both of them are broken at the tip. The jaws of the instruments were found to be misaligned / crooked. The device history record (DHR) of ch8610 (lot # c18xqs) was retrieved and all manufacturing processes and inspections at different intervals were found compliant. Material on technical specification is compliant. Material hardness is within range of 40-48 hrc. Boil test was performed, and no abnormalities were found. Tip dimensions of returned instruments were measured, and they are according to specification. It appears that these instruments may have been misused which caused breakage at the tip due to excessive force. There have been no issues identified with the material or manufacturing process. The product has been manufactured and tested according to the specifications. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.

Event description:
It was reported via email: during procedure, the tip of one side jaw was broken which occurred on two devices out of four. The user purchased four devices in may and insisted that how they maintained the devices was the same but only two had been broken. No patient harm. Procedure being performed: unknown. 18oct2018 additional information: did any part the instrument fall into the patient¿s body, and if so how was it retrieved? Instrument(1) with the broken tip: it was broken during surgery so the tip should have fallen into the patient¿s body and retrieved but how it was retrieved was unknown. Instrument(2) without the broken tip: the hospital noticed that a broken tip was missing during cleaning process and still has not yet returned. Since the hospital didn¿t mention after experiencing the instrument(1), we think it was broken after the surgery. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Unknown what was the patient¿s outcome? Unknown. Was the procedure completed as planned? Yes. The surgeon used a replacement and completed the surgery as planned. 26oct2018 additional information: yes, the instrument 2 was also used on a patient but not known when the tip was broken. No further information available.